Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was that pin 1 of a pcb-mounted jack connector, designator j13, and pins 1, 2, 3 and 4 of another pcb-mounted jack connector, designator j15, was electrically open. This caused the "connect electrodes" message to be seen when using a therapy cable assembly, as well as no paddles lead ECG.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device was no longer able to detect a patient connection through the paddles lead. With this issue, the device would not have the ability to monitor or deliver defibrillation energy through the paddles lead. There was no patient use associated with the reported issue.